Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side at the threads. Corrosion was found in the battery compartment, and moisture was found behind the display lens. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture behind the display, and the battery cap was unable to be tightened. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.